Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel, and the auxiliary water channel of the subject device. After the microbiological testing, oekg evaluated the subject device and confirmed as follows; the light guide lens was cracked. The distal end cover was damaged. The adhesive of the rubber of the bending section had a wear and a tear the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. The instrument channel: pseudomonas aeruginosa and serratia marcescens (the number of microbe is unknown). [Second time; (B)(6) 2019]. The instrument channel: pseudomonas aeruginosa (the number of microbe is unknown). [Third time; (B)(6) 2019]. The instrument channel: pseudomonas aeruginosa (the number of microbe is unknown). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440pt (wassenburg), using peracetic acid. There was no report of infection associated with this report.